Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced a syncopal episode and presented to the emergency room (ER). The crt-p exhibited an alert that the device had previously entered safety mode unexpectedly. Technical services (ts) discussed the limited device functionality, and recommended replacement as soon as possible. Subsequently, the crt-p was explanted and a new device was successfully implanted. No additional adverse patient effects were reported. The device has not been returned. If the product is received for analysis, this report will be updated with pertinent information, upon completion of product analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced a syncopal episode and presented to the emergency room (ER). The crt-p exhibited an alert that the device had previously entered safety mode unexpectedly. Technical services (ts) discussed the limited device functionality, and recommended replacement as soon as possible. Subsequently, the crt-p was explanted and a new device was successfully implanted. No additional adverse patient effects were reported. The device has not been returned. If the product is received for analysis, this report will be updated with pertinent information, upon completion of product analysis. The product was received and analysis is pending.